Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, the physician felt resistance while advancing a ruby coil through a non-penumbra microcatheter; therefore, the ruby coil was removed and re-sheathed. The physician attempted to reinsert the ruby coil, however, the ruby coil was stuck inside the introducer sheath. The procedure was subsequently completed using new ruby coils with the same non-penumbra microcatheter. Afterwards, while attempting to manipulate the ruby coil within the introducer sheath outside of the patient, the ruby coil broke and became unraveled. In addition, the physician reported using a rotating hemostasis valve and maintaining continuous flush. There was no report of an adverse effect to the patient.